Manufacturer narrative:
The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Results shown with "c" mean that the applied specimen was detected as control solution. Blood samples with hematocrit = 25 % will be reliably detected as a blood sample. If blood samples with a very low hematocrit should be detected as control, the maximum error due to a wrong hematocrit correction is 15% on inr basis (no clinical relevance). Inr results marked with "c" may occur if the hematocrit value is very low - or due to faulty blood collection e.g. Contamination of the sample with sweat, lymph, water, alcohol etc. Relevant retention test strips (lot 391907) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek pro ii meter serial number (B)(4). The meter result was 4.6 inr and the laboratory result was 2.6 inr. The 4.6 inr result was accompanied by a flashing c. The patients therapeutic range was not provided.